Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, wound dehiscence, and delayed healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: large amount of blood-stained fluid came out; "waiting for the hole to be closed naturally" "hole on where the tissue expander was inserted; skin was torn; six feather-like marks where the tissue expander was sewn onto the skin.

Event description:
Patient reported unspecified side "redness" "skin was torn" "irritation and inflammation" "large amount of blood-stained fluid" "six feather-like marks" and "waiting for the hole to be closed naturally." Device was explanted. Patient reported treatment with topical antibiotics.